Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that "pt reported that she is experiencing pain. Left hip surgery. She has been told that one leg, the left that has the implant is now longer. Pt is trying to obtain answers from the hospital and dr. The dr went on medical leave after surgery and has been unavailable to the pt since immediately after the procedure."